Event description:
On (B)(6) 2017, the lay user/patient contacted lifescan (lfs), alleging that his onetouch ultramini meter displayed inaccurately erratic results. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the subject meter began reading inaccurately - displaying ¿readings as low as 20 mg/dl and as high as 559 mg/dl¿. He reported that at 12:34am on (B)(6) 2017, he obtained alleged inaccurately erratic blood glucose results of ¿559, 146 and 136 mg/dl¿, performed within 20 minutes of each other. Based on statistical methodology, the calculated difference between the reported results falls outside lfs¿ precision criteria. The patient manages his diabetes with humalog and lantus insulins. He denied making any changes to his usual diabetes management routine after obtaining the alleged inaccurate results. He reported that one hour later, he ¿woke up in a cold sweat and had to take an emergency shot of glucagon¿ at 1:45am on (B)(6) 2017. He denied using any other device to test his blood glucose levels. At the time of troubleshooting, the cca noted that the subject meter was set to the correct unit of measure. The patient described the correct test steps and he confirmed that he had used an approved sample site to obtain the blood samples. He was unable to confirm whether his test strips were within expiry date, had been stored correctly or whether the test strip vial was intact. He was also unable to walk through a control solution test. The patient¿s products were requested back for investigation and replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury reportable adverse event, i.e. Cold sweat requiring glucagon injection, after the alleged product issue began.